Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient had to have a pocket revision done once on (B)(6) 2016. It had moved and it was sticking out and slipping over. During the revision there were no allegations of system use issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.